Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 370 mg/dl. The customer has been treating with the pump. Customer was in emergency room as a result of high blood glucose. Customer's blood glucose at time of admission was 370 mg/dl. The customer was admitted on the hospital on (B)(6) 2016. Customer cause of hospitalization was not determined yet and she is still in the emergency room. Customer was wearing the pump at time of hospitalization. Customer was advised to call back after returning home to report the hospital findings and continue to troubleshoot.